Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up condition occurred. Additionally, the front and rear enclosures need to be replaced. No repairs were performed. The unit has been scrapped.